Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin and the patient was hospitalized for hypoglycemia. The patient was found unconscious by his son around 8:30 p.m. The patient's son called the paramedics and he was taken to the hospital. The blood glucose result taken by the paramedics was 1.3 mmol/l approximately between 8:30 p.m. And 9:00 p.m. The type of treatment given was not provided. It is unknown on how long the patient was hospitalized. Return of the suspect device was requested for evaluation.